Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during implant the lead would not completely extend while in the body. The lead was removed and then the helix would extend. The lead was placed back in the body and again, it would not fully extend. The lead was removed and a new lead was used. No patient complications were reported as a result of this event.